Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a decline in device performance along with open circuits, short circuits, and atypical electrode measurements on eight electrodes (specific date not reported). Subsequently, the device was electively explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery.